Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced dyspareunia, vaginal dryness, insomnia, cramps and urinary issues. Additionally, the plaintiff allegedly experienced pain, recurrence, neuromuscular problems, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.